Manufacturer narrative:
UDI-pi is unavailable as no lot number was provided for the reported event. No new information was received on 18-jul-2024 from FDA medwatch/ user facility report number 4600210000-2024-8007. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿when changing the baby¿s diaper 1.5 cm of a tube was found in the stool. On inspection it looked like the tip of a gastric tube. I showed the father and called dr to the bedside. We removed the neomed enfit 5 fr nasogastric (ng) tube and the tip was missing. The piece in the diaper was the tip of the ng tube. A new neomed enfit 5 fr ng tube was placed. On review, it was found that the ng tube in question was placed on (B)(6) 2024. The manufacture recommendation is the tube should be changed out on or before 30 days.¿ the tube was removed and replaced.

Event description:
Per additional information received on 02may2024, there was no history of clogging. No crushed medications were administered via the tube. Syringe sizes used were 5ml to 60ml. The patient was discharged home two days later.

Manufacturer narrative:
All information reasonably known as of 20 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.